Event description:
The customer contacted physio-control to report that a pin from a quik-combo therapy cable had broken off inside the therapy connector of their device. As a result, the device was no longer able to defibrillate. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomed, with technical troubleshooting assistance and the part number for a replacement therapy connector assembly. The device has not been returned to physio-control for evaluation.